Event description:
Customer reported vancomycin was infusing when a leak between the smartsite smallbore y-connector extension set and the microbore tubing extension set was noted. The extension sets were replaced without incident. No patient harm reported and no other event details available. The extension sets were received. The investigation is on-going. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Patient information requested, and all available information is included.